Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump showed no anomaly was found. Analysis of the catheter found dark residue occlusion in dispensing holes. During decontamination of the catheter, the technician noticed a dark material in the dispensing hole of segment 5. Also of note from the proximal end to the distal tip of segment 5, the catheter was slash/split into two. This may have been done during explant. The dark material may have been the cause of not being able to aspirate.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted/explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lost a large amount of weight. The pump and catheter were explanted. The pump location was revised from abdominal to buttock location. There were no volume discrepancies; however, it was added that patient was getting 50% relief/ lack of efficacy. It was indicated that the catheter tip was clearly blocked, couldn't aspirate, barely inject at a dye study. Patient was without injury and recovered without sequel. Drug delivered via the device was morphine.